Event description:
The customer reported that one of the pins from the defibrillation therapy cable, broke off inside the therapy connector assembly. This broken pin caused the device to not have the ability to recognize a connection of the defibrillation therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have replaced the therapy connector and therapy cable assemblies. Proper device operation was then observed through functional and performance testing. The device was returned to the end user for use. The device will not be returned to physio-control for evaluation.